Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was broken 0.9cm distal to the slider inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking. Based on all the available information, the cause of the reported stuck guidewire was likely attributed to the device design based on the observed damage to the distal inner hypotube caused by the mechanical stress of pebax break and delamination.

Event description:
It was reported that during preparation for an atrial fibrillation one farawave 31 mm was selected for being used, the faradrive was inserted inside patient and the farawave was inserted, however, when trying to advance the guidewire, it would not move. An attempt was made to manipulate the deployment slide several times, but there was a sound as if the guidewire was scraping, so it was thought to be dangerous to leave it inside the patient like that. The device was replaced, and the procedure was completed without patient complications (no patient injury). The device is expected to return for laboratory analysis. It was further reported that a starter guidewire lot number 8570295 was used, the guidewire could not be removed from the catheter, no tissue was seen at the tip of the catheter or guidewire and a new guidewire was used to complete the case. Additionally it was mentioned that there was difficulty to deploy during the case and the guidewire was not ever reloaded in the catheter, the act results prior to the event were 330sec.

Event description:
It was reported that during preparation for an atrial fibrillation one farawave 31 mm was selected for being used, the faradrive was inserted inside patient and the farawave was inserted, however, when trying to advance the guidewire, it would not move. An attempt was made to manipulate the deployment slide several times, but there was a sound as if the guidewire was scraping, so it was thought to be dangerous to leave it inside the patient like that. The device was replaced, and the procedure was completed without patient complications (no patient injury). The device is expected to return for laboratory analysis. It was further reported that the guidewire could not be removed from the catheter, no tissue was seen at the tip of the catheter or guidewire and a new guidewire was used to complete the case. Additionally it was mentioned that there was difficulty to deploy during the case and the guidewire was not ever reloaded in the catheter, the act results prior to the event were 330sec.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation one farawave 31 mm was selected for being used, the faradrive was inserted inside patient and the farawave was inserted, however, when trying to advance the guidewire, it would not move. An attempt was made to manipulate the deployment slide several times, but there was a sound as if the guidewire was scraping, so it was thought to be dangerous to leave it inside the patient like that. The device was replaced, and the procedure was completed without patient complications (no patient injury). The device is expected to return for laboratory analysis.